Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The explanting facility discarded the explanted devices; therefore, no analysis can be performed.

Event description:
Additional information was received confirming that high impedance was observed on system diagnostics.

Event description:
It was reported that device diagnostics resulted in high impedance (dc dc code - 7). It was reported that the device was programmed off after observing the high impedance. The patient was sent for x-rays and referred to neurosurgeon.the patient underwent generator and lead replacement. The explanted devices have not been received for analysis to date. No additional relevant information has been received to date.